Manufacturer narrative:
On (B)(6) 2021 it was confirmed that the patient is doing very well. Post op uncorrected vision is 20/20 now. Section d9: date returned to manufacturer: oct 7, 2021 one (1 ) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed with all results within specifications. The reported issue could not be confirmed. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, there is no indication of product malfunction or product deficiency. J all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight and ethnicity unknown/not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while the surgeon was creating a flap on a patient¿s right (od) eye on (B)(6) 2021, they lost suction during the raster. Instead of following the suction loss protocol for suction loss in the raster, they followed suction loss in the side cut protocol. The application support manger (asm) spoke with the surgeon who realized there was a programming error. The asm explained the risks of creating a new flap over the current incomplete flap. The procedure was aborted. The surgeon stated she would have the patient return for photorefractive keratectomy (prk) at a later date. On (B)(6) 2021, the patient returned to clinic for prk on the right (eye). Patient commented it is difficult to keep eye open at this time because of the discomfort from the prk procedure itself. The patient was informed that this is normal amount of discomfort for the procedure performed. Pre-op best corrected visual acuity (bcva) from (B)(6) 2021: right (od) eye 20/30. 1 day post-0p va sands corrected from (B)(6) 2021: right (od) eye: 20/40, ph 20/40. Seeing 20/20 with contact lens in place.